Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. D2b (dyf; dsy). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a surgical graft placement procedure by using the carboflo graft. It was reported that during the procedure, at the time of surgery, the implanted graft was allegedly observed to be porous and leaking blood. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the physical device was not returned for evaluation. One electronic video is provided and reviewed. The video shows the carboflo device is implanted, fluid/blood is found to be appearing like a droplet, and it has been cleaned, again droplets appear in the graft section. Therefore, the investigation is confirmed for the reported fluid leak. A definitive root cause for the reported fluid leak could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dyf; dsy), g3, h6 (patient). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent surgical graft placement procedure by using the carboflo graft. It was reported that during the procedure, at the time of surgery, the implanted graft was allegedly observed to be porous and leaking blood. The current status of the patient is unknown.